Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
Per medwatch it was reported that the patient was having tubing issues and decided to check in to the hospital. Patient did not specify exactly what the tubing issue entailed. The issue was soon resolved. No patient injury reported.